Event description:
The exact day may be off but I had the prk procedure performed and developed a serious case of extreme dry eye syndrome. The surgeon gave me some pills that were supposed to help and told that I would have to use vials of eye drops from then on but the pills did not seem to do much for me and my symptoms were so bad that I suffer migraines and sometimes nosebleeds, I even had to go to the emergency room (ER) because it got so bad but they were not able to help me. My vision has also suffered. This is the 2nd time I have had lasik done, the 1st time was over 20 years ago and there were no issues behind it but this time it was different, every time I wake up and open my eyes there is a ripping effect with severe pain followed by tears flowing from my eyes and blood running from my nose along with a migraine and this is years after the procedure was done. I still have to use a large amount of eye drops and ot has to be to more costly ones. I went to the ER and they ran some tests but I do not know what the test were, I just know that they were not able to help me.